Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that, during a pulsed field ablation (pfa) procedure with a versacross for faradrive and a faradrive sheath, groin access was normal with no complications. During transseptal puncture, the pressures dropped, effusion was noticed and the procedure was aborted. Perforation was noted. This complication was noted during the attempt to get across the septum, but the faradrive reportedly was not advanced in the septum when this occurred. Pericardial tap and open heart surgical intervention was performed. Life saving measures were taken such as cardiopulmonary resuscitation (CPR). The patient remained hospitalized beyond standard of care in response to the event. The sheath is not expected to be returned for analysis as it was disposed.